Event description:
Additional information reported the patient reported a ¿return of pain symptoms¿ due to the ¿earlier than expected battery depletion.¿ it was noted that at the time of explant the patient¿s device did not have cycling enabled, however it was unknown whether it had been previously enabled. The patient was ¿doing well¿ and ¿receiving effective therapy¿ following the replacement of their device.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the device had reached ¿normal end of life¿ with ¿okay¿ telemetry and output.

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided that settings of the patient¿s implantable neurostimulator (ins) which were as follows: electrodes 0 (+) 1 (-) 3 (+), an amplitude of between 3.0 and 6.0, a pulse width of 450, and a rate of 50. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s ¿device only lasted two years while the previous one lasted seven with the same settings.¿ the patient had experienced ¿no¿ injury or death as a result of the event. Additional information has been requested, but was unavailable at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4)